Event description:
Healthcare professional additionally reported cysts.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and a missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken/striated openings. Based on the device analysis the final assessment is: a striated edge in the side radius broken due to surgical damage. Two curved openings striated assessed as surgical damage. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.